Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead, ubd: 13-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead issue during a lead implantation procedure for a patient with a history of lower back pain and stenosis. During the impedance check prior to completing implantation, a high impedance value was detected at the sixth electrode from the tip. Troubleshooting steps included reattaching the lead to the test stimulator, reconnecting it to the implantable neurostimulator (ins), cleaning the electrode portion of the lead, and slightly adjusting the lead placement to change the grounding condition within the body. Despite these efforts, the issue persisted. There were no external factors reported that may have caused the event. The defective lead was subsequently replaced with a new one, which was reinserted successfully. The issue was resolved at the time of the report, and the event resulted in no health damage to the patient. No complications were reported or anticipated.